Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified slight wear on the surfaces of the head and neck. Products covered in bio-debris. No further evaluation can be made from the pictures provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded by hospital as a biohazard. . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00801803602/ femoral head / lot # 61687775. Item # 00875705801/ shell with cluster holes/lot # 61499725. Item # 00875201336/ liner elevated rim/lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01682.

Event description:
It was reported that patient underwent initial left total hip arthroplasty approximately 11 years ago. Subsequently, the patient was revised due to pain and suspected metallosis. The surgeon removed kinectiv head and neck and found very little signs of wear. As a result, the surgeon decided to remove the acetabular cup for possible loosening. Cup seemed well fixed. Attempts have been made and additional information on the reported event is unavailable at this time.